Manufacturer narrative:
Block b3: exact date of event is unknown; therefore, first day of treatment month/year has been selected. Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter facility name (B)(6). Block g2: literature source: wei - 2025. Comparison of mini-percutaneous nephrolithotomy and standard percutaneous nephrolithotomy in the treatment of renal calculi with renal insufficiency: www.nature.com/scientificreports/, https://doi.org/10.1038/s41598-025-99087-5 block h6: imdrf patient code e130501 captures the reportable event of blood loss. Imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2302 captures the reportable event of blood transfusion. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f1901 captures the reportable event of additional surgery required.

Event description:
It was reported to boston scientific via an article published in scientific reports, a journal by nature, that a study was aimed to compare the results of mini-percutaneous nephrolithotomy and standard percutaneous nephrolithotomy in the treatment of renal calculi with renal insufficiency. A total of 3,285 patients who underwent their first pcnl (percutaneous nephrolithotomy), with a zebra guidewire inserted through an 18-gauge needle, at the institution between january 2018 and june 2023 were included in the study. 353 patients with an estimated glomerular filtration rate (egfr) < 60 ml/min/1.73 m (ckd stage 3 or higher), as determined by the modified mdrd (modification of diet in renal disease) formula, were identified. Patients with stage 5 ckd requiring adjunctive dialysis or multichannel pcnl were excluded, resulting in a final cohort of 320 ckd stage 3 to 4 patients for analysis. The analysis included 320 patients, with 164 assigned to the mpcnl group. The spcnl group comprised 156 patients. The stone-free rate (sfr) was 67.1% in the mpcnl (mini-percutaneous nephrolithotomy) group and 67.9% in the spcnl group. In the mpcnl group, a little channel was created which caused little damage to the renal parenchyma, shorter hospitalization time associated with less pain and lower transfusion rates. The spcnl group had a significantly longer mean postoperative hospitalization. While no significant differences were observed in renal arteriography embolization, urinary tract infections (utis), sepsis, hemoglobin (hgb) drop, or overall complication rates, the transfusion rate was notably higher in the spcnl group compared to the mpcnl group.